Event description:
It was reported that the system experienced multiple errors and would not deliver x-rays. No fluoro could render the system unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system but no conclusion can be drawn as repair information is not available.